Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited oversensing of noise, which, was classified as ventricular tachycardia (vt). Additionally, the rv noise was also sensed on the right atrial (ra) channel and resulted in inhibition of atrial pacing. The patient was noted to be atrial dependent. Sensitivity settings were decreased on the ra and rv channels and no further oversensing or pacing inhibition was observed. The physician was considering a lead revision procedure, however, to date, no procedure has been scheduled or confirmed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.